Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that alarms are only sounding at the bedside monitor and not at the pic ix. The device was in clinical use at time of event. No adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The rse advised that the customer get the password and check the speaker connection and settings. The customer called back several days later and the rse directed the customer to check the sound settings. The investigation confirmed that the sound settings were not directed to the speaker. It is unknown how the configuration became this way. The configuration was updated to direct the sound to the external speaker to resolve the issue.